Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2003v in the injector prior to insertion and the lens tore. There was no pt contact or injury.